Event description:
The pt was admitted into hosp with dka and a mild cardio infarction. Physician called in for pt and stated he felt the device was working fine at the hospital, but thought at the time of the incident it was either the device or the tubing that did not allow the correct insulin delivery. Physician stated the tubing was used more than 2 days and thought it might have been plugged. Physician also found that the time and basal rates were not programmed correctly.